Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm after a supply change. The customer's blood glucose (bg) level was 330mg/dl and a manual injection was administered to address the bg level. The customer declined troubleshooting and declined providing any additional information regarding this event.